Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an alarm during therapy of an intravenous fluid (ivf) infusion (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The customer has indicated to baxter that they determined the cleaning practices at the facility are causing residue build up and not allowing the pumps to work as expected. It was determined that they were not adhering to baxter's recommendations for cleaning. Should additional relevant information become available, a supplemental report will be submitted.